Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited electrocardiogram/intracardiac electrogram anomaly. The device was reinterrogated and the old dft episode was retrieved.